Event description:
On 12/03/97 an ambicor device was implanted. On 3/24/97 the pt complained of "a huge blister at head of penis, and has pain which radiates down length of penis, has been this way since the beginning, the pump bulb is too hard to squeeze, and I don't think it's very flaccid". He's "not very happy or satisfied with the device there's not much girth either". Pt complained of pain in scrotum and of sharp/stabbing pains "shooting" in penis "not all the time, but intermittently". Pt was on antibiotics for 2 mos. Add'l lot/serial ca193 001.